Event description:
In 2007, this patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, an reintervention occurred whereby a gore excluder aaa endoprosthesis aortic extender component was implanted to treat a proximal type I endoleak. The endoleak was resolved. The patient tolerated the procedure and is reported to be fine. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paper work verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, endoleaks are a well known risk associated with the device. Other related devices implanted in this patient: pxc121200. Pxa230300.